Event description:
In 2009, the patient reported he is having elevated blood glucose readings up to "hi" (600+ mg/dl) with his target range being 70-190 mg/dl. He stated he has not eaten all day and has bolused 3 times but his blood glucose continues to elevate. He said he has always had difficulty controlling his readings, but can usually decrease them by bolusing. Symptoms are dry mouth, numbness of the arms and legs, and sluggishness. The patient stated, he changes his insulin cartridge every 1.5 weeks and notices elevated readings, occlusion errors and gelling of the insulin towards the end of the cartridge. He was advised to fill his cartridges only half-full. He stated he uses his infusion headset for 3-4 days and changes it when he gets occlusion messages or elevated readings. He was advised to use his headset no more than 3 days. He was instructed to remove his current headset which had been in use for 3-4 days and when he did, he stated the cannula was bent. He stated he had no extra supplies with him, but a relative was dropping some off. Four days later, the patient stated he has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.